Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for this event. On the same day as the onset, patient was treated with amikacin injection (250mg, ongoing) and vancomycin injection (1gm, every 3rd day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Dianeal 1.5% was discontinued. Dianeal 2.5% and extraneal were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-02571. All information can be found under manufacturer report number 1416980-2022-02571. Should additional relevant information become available, a supplemental report will be submitted.